Manufacturer narrative:
It was reported on (B)(6) 2020 that the oblique proximal screw was fractured. Fusion has not occurred, and revision surgery is scheduled. Implant date and patient information was not provided. Post-operative and follow-up x-rays were provided. Revision surgery is scheduled for (B)(6) 2020; no additional details were provided.

Event description:
It was reported on (B)(6) 2020 that the oblique proximal screw was fractured. Fusion has not occurred, and revision surgery is scheduled. Implant date and patient information was not provided. Post-operative and follow-up x-rays were provided. Revision surgery is scheduled for (B)(6) 2020.